Event description:
Olympus was informed that during an unspecified procedure, the video telescope displayed a purple image. However, the intended procedure could be completed successfully and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported ¿purple image¿ and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The investigation also found the resistance of video telescope to be to high, which was traced back to a defective outer tube. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.